Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2020. The patient was asleep in bed in a semi-unconscious state when her husband found her and called an ambulance. The cgm reading was 2.5 mmol/l and the fingerstick bg reading was low (low threshold of the glucometer was not provided). The hospital gave her oral ¿saline dextrose¿ and she left the hospital not long after her blood glucose levels were in range. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within the b zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.